Event description:
The user pressed the plunger after connecting the syringe to the needle and found a leak in the needle.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was a leak in the needle. To aid in the investigation, one sample with the plastic shield, but with no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was assembled to a syringe with saline solution. The solution expelled with a normal flow; no leakage was observed. The photo shows a needle assembly with no packaging blister or plastic shield. No other information could be obtained from the photo. A device history record review was completed for provided material number 305107, lot 3271795. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up it was reported there was a leak in the needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. No other information could be obtained from the photo. A device history record review was completed for provided material number 305107, lot 3271795. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.